Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, 99% stenosed lesion in the mid left anterior descending (lad) coronary artery. A 3.0x38 mm xience prime stent was implanted; however, post deployment, a proximal edge dissection was observed. A 3.5x15 mm xience prime was implanted to treat the dissection and the procedure was successfully completed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.